Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was 300 mg/dl at the time of the call. The customer stated that the drive support cap on the pump popped off. The customer declined a replacement pump. The customer was called back to provide more assistance but the customer was not available. No further information was provided.